Event description:
It was reported that a vns pt was admitted to the hosp due to a massive increase in seizures. Several medications were administered to the pt in order to address the seizure activity which only had transient effects. The pt was transferred to an intensive care unit for the application of thiopental. The reporter indicated that prior to administering the thiopental for status epilepticus and mechanical ventilation, a cardiac arrhythmia was observed. The reporter stated that a complete heart block was recorded on ECG in addition to event of asystole lasting approx six seconds with a spontaneous recovery. The pt's vns device was programmed off and add'l arrhythmia events reportedly recorded. The reporter indicated that vns therapy settings had remained unchanged prior to the event and that at this time they have been unable to tell whether there was an exact time correlation between the pt's arrhythmia and device stimulation. The reporter also indicated that the pt's device would remain disabled until they were "100% sure, that there is no logical connection possible between the vns-stimulation and that event." The cause of the arrhythmia event and its relationship to vns therapy is unk. Good faith attempts for add'l info have been unsuccessful to date.